Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult dual-heated evaqua2 breathing circuit was leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare new zealand for evaluation at the time of this report. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the subject device was not returned to fisher & paykel healthcare new zealand for evaluation at the time of this report. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to confirm the reported issue or determine the cause of the reported event. All rt380 adult dual-heated evaqua2 breathing circuit are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the cicuit and also states the following: "check all connections are tight before use.". "Perform a pressure and leak test on the breathing system and check for occulsions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt380 adult dual-heated evaqua2 breathing circuit was leaking. There was no reported patient harm.

Manufacturer narrative:
(B)(4) corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: expiration date added. Section d4: UDI details updated . Section g3: date corrected. Section h11: method: the complaint (B)(4) adult dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare new zealand for evaluation at the time of this report. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the subject device was not returned to fisher & paykel healthcare new zealand for evaluation at the time of this report. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to confirm the reported issue or determine the cause of the reported event. All rt380 adult dual-heated evaqua2 breathing circuit are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the cicuit and also states the following: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult dual-heated evaqua2 breathing circuit was leaking. There was no patient involvement.